Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient (pt) states he needs an MRI of his shoulder but the device is not charged nor will charge his back. Pt states when he moved to ga about 2 years ago his son was driving and he was in the back seat with the old unit on and by the time he got to ga the device died on him and he hasn't been able to charge or turn it on. Pt reports been 2 years since last charged the ins. Pt has not contacted healthcare provider (hcp). Agent reviewed to contact the hcp and provided hcp listings. Pt states never had problems with the old unit and has nothing but problems with this new unit. Pt then put wife back on the line. Patient service specialist asked if the MRI is related to the device and the patient stated no, it is for his shoulder. Agent reviewed because of the lead placed recommendation would be head only and to discuss further with the hcp. Pt states he has done a CT and that did not show anything. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and the next steps, agent reviewed over discharge potential. Additional information was received from the patient. They reported that nothing has been done yet but hoping to get the device removed patient repeated information and requested assistance with getting the implant removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.